Event description:
It was reported that during pre-dilatation, an attempt was made to advance the ivus, but it was not able to be advanced. An attempt was made to remove the entire system but when the ivus and the guide wire were pulled into the guiding catheter, only the ivus was retrieved. The tip end of the guide wire had separated and remianed inside of the guiding catheter, at its hub. There was no adverse outcome to the pt.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the wire was returned without any blood or contrast visible. There were two areas of contamination on the coating 3.4 and 3.6 cm distal to the proximal end of the coating, each measuring less than 1 mm in length. The contamination was very sticky, but did come off when run under water. The core and jacket had separated 9 cm proximal to the tip ball. The distal tip portion was in a corkscrew shape. The core was sticking out of the coating at the separation, but there was a second core separation 2 mm distal to where the coating separated. The core was sticking through the coating at this location. The proximal portion of the guide wire had a bend in the core 4 mm proximal to the separation. There was scraped teflon on the core 15.9 cm distal to the proximal end for a length of 2 mm. The coating was scraped around the circumference of the guide wire. Teflon was also scraped off the core starting 43. 5 cm distal to the proximal end for a length of 32.5 cm. The wire was sent to scanning electron microscopy (sem) for further investigation. Quality engineering reviewed the incident info and the analysis of the returned device. It was reported that resistance was encountered during removal of an ivus catheter. The sem showed that the core of the guide wire separated from excess bending. Quality engineering was unable to define a root cause because there was not enough info; however, it is possible the ivus was advanced too near the floppy tip of the guide wire. Some ivus mfrs caution in the instructions for use (IFU), "never advance the distal tip of the imaging catheter near the very floppy end of the guide wire. This part of the guide wire will not adequately support the catheter. A catheter advanced to this position may not follow the guide wire when it is retracted and cause the guide wire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guiding catheter tip." The failure mode of the guide wire is consistent with damage that would be expected if the ivus damaged the guide wire when removing the ivus device. There was no manufacturing related problem detected during the analysis. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.